Event description:
It was reported by the manufacturer representative (rep) via on-call physician that the patient indicated feeling a tingling sensation on the right side of their head. The caller explained that the tingling sensation was more persistent the day before, but the next day was intermittent. The caller reported when the patient pressed on the site, they felt like the tingling sensation almost went away. The rep said that after speaking to the patient and the on-call physician, it was decided to wait until next week, either tuesday or wednesday, to have the patient turn their stimulation off to determine if the tingling resolved or if the patient needs to be seen to check impedance. Additional information received from the manufacturer¿s representative (rep) reported they met with the patient and their healthcare provider where an impedance check was performed which found both a short circuit (not involved with therapy settings) and elevated impedances (not a complete open) that did not involve their therapy settings. Since the tingling was fairly mild and because it was for seizure control the patient¿s settings were left as is as the patient hadn¿t had any increase in seizure frequency since this started and they did not want to disrupt this. A referral was placed to neurosurgery for a consultation related to a surgical exploration to see if the lead or extension was damage, but nothing was scheduled at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.